Event description:
The customer reported via phone call that the insulin pump alarmed no delivery recurrently over the past week. He did not know the blood glucose reading. He changed everything out twice, including the battery, insulin, reservoir, and insertion sites, and had not been able to resolve the alarm. He also stated that he had already attempted 5 -6 times to resolve the alarm. He was assisted with performing a 5.0 fixed prime, noting that insulin did not exit and the device alarmed no delivery. He was advised to disconnect from the device, disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. He verified that insulin exited with a manual plunger push. He was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units; insulin did exit with a manual prime. He was advised that the insulin pump worked as designed and that the alarm had been caused by a set/reservoir occlusion. He was advised that the supplies would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.